Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, an echocardiogram indicated moderate to severe paravalvular leak (pvl). Subsequently, a second transcatheter bioprosthetic valve was implanted, valve in valve, improving the pvl to mild. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.